Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
According to the report received on (B)(6), 2012, the patient was explanted due to an abscess over the implant.